Event description:
A surgeon reported that a pt experienced severe intraocular hypertonia during cataract surgery after making the incision and viscoelastic injection. Access to anterior chamber became impossible due to its flattening. Severe intraocular hypertension was then noted as consequence of the event. The surgeon needed to make one large incision and several thing incisions in the cornea and direct intravenous injection of a diuretic to treat the event. A transformation in extracapsular was also performed. Add'l info has been requested, but not received to date.

Manufacturer narrative:
No sample was returned for eval. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. All batches are released according to the required specifications. The root cause has not been identified. Add'l info has been requested but not received to date. (B)(4).